Event description:
Revision of an equinoxe shoulder after post operative x-rays showed the glenoid not being fully seated. Although there was a lack of movement of the implant, surgeon opted to reoperate to fully seat the implant. During reoperation surgeon replaced the liner and screw. This event occurred outside the u.s., in (B)(6).

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for eval. Additionally, the device specific identification info was not provided, precluding a review of the device history record.